Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time was inaccurate and running 15-20 minutes behind the correct time due to an incorrect time zone setting. A technical support specialist dialed into the station, then verified the time zone via powershell using get-timezone, which confirmed pst. Tss changed the time zone through command shell in bomgar with tzutil /s "eastern standard time," and the update was successful. Tss manually corrected the time via command shell in bomgar to match the est time. The cpu uptime was 19 days, so tss rebooted the station. After the reboot, tss verified the station time again, and it was correct as per the current est time zone. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station wb-or1 had incorrect time. Customer stated that station was 15-20 minutes behind normal time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.